Manufacturer narrative:
Additional information was received from the reporter and it was determined that there is only one actual event where the device was unable to be disconnected. This issue was changed to ¿connection-difficult to disconnect¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that disconnection issues were observed with a micro-volume extension set. The reporter stated that they could not disconnect the device and had to cut the lines and re-insert them. The set is being used in conjunction with a non baxter epidural catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.